Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap that was returned with the pump had stripped threads and was unable to tighten in order to power on the pump. A test cap was used for all testing. The data from the day of the complaint was overwritten due to continuous use. The current history indicated the basal and the total daily dose matched the basal program. The pump passed all required testing with no history or delivery defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring =40 mg/dl with unsteadiness when standing or walking and weakness. The patient reportedly received treatment in the hospital emergency room of insulin via injection. The patient reportedly discontinued insulin pump therapy. Troubleshooting completed by animas customer support revealed the basal history did not match the active basal program; segments for 3:00 am and from 9:00 am forward were not correctly saved to the pump history. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an inaccurate delivery pump issue.

Manufacturer narrative:
Follow up #2: clarified information received regarding treatment administered to the patient: the reporter contacted animas on 14-apr-2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring =40 mg/dl with unsteadiness when standing or walking and weakness. The patient reportedly received treatment in the from emergency medical technicians in the ambulance on the way to hospital for glucose gel and then received intravenous glucose at the hospital emergency room. The patient reportedly discontinued insulin pump therapy. Troubleshooting completed by animas customer support revealed the basal history did not match the active basal program; segments for 3:00 am and from 9:00 am forward were not correctly saved to the pump history. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with an inaccurate delivery pump issue.